Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the helix will not extend due to being over-retracted; the helix disengaged from the helical channel; the connector pin was bent; blood was observed in/on helix and in/on helix mechanism; damaged at implant; full lead analyzed.

Event description:
It was reported that during an implant procedure, the helix would not extend or retract after repositioning. Broken helix was also reported. The lead was not implanted. No patient complications have been reported as a result of this event.